Manufacturer narrative:
Primary device finding reveals cap lifted, but still attached and functional.

Event description:
Manufacturer received explanted infusion pump for analysis and disposal after an implant duration of approximately 89 months due to battery depletion. No patient symptoms, adverse event or device issues were reported. The patient was implanted with a new synchromed ii infusion pump. The explanted pump was programmed to infuse 2000mcg/ml of lioresal intrathecal at a dose of 425mcg/day for treatment of intractable spasticity.